Event description:
It was reported that the patient stated that the implant area of their new device is swollen, painful and tender. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.